Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that when using the safelight cable, the lightsource begins/keeps on flickering.